Event description:
It was reported by service report that both head-end left siderail panels were broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cracked head left siderail panels.